Manufacturer narrative:
Manufacturers ref# (B)(4). PMA/510k: similar to device marketed under k211875. Investigation is still in progress.

Event description:
Description of event according to initial reporter: filter slightly tilted and leg embedded. The ivc was opened by a vascular surgeon and the filter was removed. Patient outcome: there have been no adverse effects to the patient.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a celect-pt filter with a dwell time of 2 months was reported slightly tilted and leg embedded. The filter was removed surgically. A single portable screenshot of a fluoroscopic image, along with the complaint report, were submitted for review. Per the complaint report the celect platinum ivc filter had a dwell time of approximately 2 months. No images of the implantation procedure were submitted for review. In addition, there is no contrast included on the single image submitted for review to delineate the course of the ivc, and to confirm the suspicion of leg penetration and/or the hook being embedded in the wall of the ivc. This single fluoroscopic image does demonstrate a celect platinum ivc filter with significant rightward tilt with relative normal alignment of the primary secondary legs. There is a clover snare introduced adjacent to the hook of the ivc filter, but this was reportedly unsuccessful in retrieving the ivc filter. Per the complaint report, the ivc filter was removed surgically. The cause of penetration is indeterminate and unconfirmed, but likely multifactorial. Dwell time, significant filter tilt, and ivc diameter measuring less than 24 mm have been described as potential contributing factors to development of ivc filter penetration. Determining the strongest contributing factor to the development of penetration is not definite, but given the severity of the tilt, this was likely the predominant cause of the penetration. It is uncertain if the filter was deployed with this degree of tilt, as no placement images were submitted for review. There was no discussion in the complaint report regarding any predisposing or compounding factors that may have contributed to the development of a significant filter tilt, such as a major abdominal surgery with manipulation of the ivc. The cause of the filter tilt may be related to the intrinsic factors with either the filter design, or the patient¿s anatomy/biology. There is also no discussion of any advanced filter retrieval techniques that are usually required to remove an ivc filter with this degree of tilt. Instead, the complaint report states the ivc filter was removed surgically. If more advanced percutaneous techniques were used, surgery could have likely been avoided. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.